Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. As stated in the event, the tip broke-off at the first contact with the cartilage bone of the femur. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that after flipping the cutter for the first time with the intention to drill the femoral hole, the point of the flip cutter broke inside the knee joint. The tip broke-off at the first contact with the cartilage bone of the femur. The broken piece was removed by making an extra portal (surgical intervention) posterior of the knee. The fragment was able to be removed from the patient. The surgery was completed successfully with no further patient injury reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The device met all material specifications as received. The evaluation revealed that the flipcutter tip is broken. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging, excessive bending/drilling forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that after flipping the cutter for the first time with the intention to drill the femoral hole, the point of the flip cutter broke inside the knee joint. The tip broke-off at the first contact with the cartilage bone of the femur. The broken piece was removed by making an extra portal (surgical intervention) posterior of the knee. The fragment was able to be removed from the patient. The surgery was completed successfully with no further patient injury reported.